Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was currently hospitalized due to a blood glucose level of 490 mg/dl and ketones. The customer stated that earlier, she had a blood glucose level of 468 mg/dl, which was treated with the insulin pump. The customer reported that she was wearing the insulin pump at the time of hospitalization. During troubleshooting, the customer stated that the insulin pump had a button error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, cracked case at the display window corner, cracked lcd window and minor scratched lcd window.